Manufacturer narrative:
Eua# (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd veritor ¿ sars-cov-2 & flu a+b 3 false positive results were obtained. One of the patients was retested and again tested positive for covid. Pcr testing performed and the result was negative. Another patient tested positive for covid and flu, no confirmatory test performed, patient was treated for flu. The 3rd patient had confirmatory pcr test performed, however, results have not been provided. Eua# (B)(4). The following information was provided by the initial reporter: it was reported that 3 of her test devices displayed multiple lines.

Manufacturer narrative:
Eua# (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd veritor ¿ sars-cov-2 & flu a+b 3 false positive results were obtained. One of the patients was retested and again tested positive for covid. Pcr testing performed and the result was negative. Another patient tested positive for covid and flu, no confirmatory test performed, patient was treated for flu. The 3rd patient had confirmatory pcr test performed, however, results have not been provided. Eua# (B)(4). The following information was provided by the initial reporter: it was reported that 3 of her test devices displayed multiple lines.

Manufacturer narrative:
H6: investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges false positive (multiple lines) when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1257082. Bd quality performs a systematic approach to investigate false positive (multiple lines) complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. A photograph was returned and showed multiple lines in the test window region of the bd veritor¿ sars-cov-2 and flu a+b test device. Bd veritor internal controls sars-cov-2 and flu a+b_final" summarized multiple lines as kit sars-cov-2 and flu a+b is designed to be read only by the instrument and cannot be read visually. The reported issue was not confirmed. The root cause could not be identified. No trend against false positive (multiple lines) was identified. Currently no adverse trend for false positive (multiple lines) was identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported while testing with bd veritor ¿ sars-cov-2 & flu a+b 3 false positive results were obtained. One of the patients was retested and again tested positive for covid. Pcr testing performed and the result was negative. Another patient tested positive for covid and flu, no confirmatory test performed, patient was treated for flu. The 3rd patient had confirmatory pcr test performed, however, results have not been provided. Eua# (B)(4). The following information was provided by the initial reporter: it was reported that 3 of her test devices displayed multiple lines.